Manufacturer narrative:
Additional info has been requested. Synthes is unable to provide the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number a device history record review could not be requested.

Event description:
Pt status post n-hance rod and screw implantation returned to surgeon complaining of pain. An x-ray showed a screw broken in half and the rod was broken at the dynamic end. Surgeon removed the hardware and revised the pt to another construct. This is two reports for this event.